Manufacturer narrative:
No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. The caller reported that the unit may have been dropped but can't confirm if the drop contributed to the no audio issue. No patient harm reported.